Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and failed due to the receiver perpetually rebooting. Functional tests were not performed due to the receiver perpetually rebooting. An internal visual inspection was performed and failed due to moisture damage. Pictures were taken. The receiver log was not downloaded for review due to the receiver perpetually rebooting. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.